Manufacturer narrative:
(B)(4). Evaluation summary: factors that may contribute to shaft damage/separation include but are not limited to, handling during manufacturing, handling during preparation for use, and/or handling during the procedure. To help ensure this type of event is not the result of a product deficiency, all stent delivery systems (sds) are 100% visually inspected for shaft damages during the manufacturing process. Additionally, a sampling of units is destructively tested to verify shaft lumen integrity before release. Evaluation of the returned xience prime noted blood in the guide wire lumen, on the shaft, on the stent implant, and on the balloon, which is consistent with guide wire advancement and advancement into the body. There was contrast on the shaft, which is consistent with handling. The undamaged stent implant was stationary between the markers of the tightly folded balloon. There were multiple bends throughout the entire length of the hypotube. Since these damages were not noted during inspection prior to use or included in the incident complaint, they most likely occurred during the procedure, and/or during handling, packaging, and shipment back to abbott vascular for analysis. The hypotube was separated 68.5 cm distal to the strain relief tubing, thus confirming the complaint. The hypotube fracture face was oval shaped and the hypotube jacket was stretched at the separation, suggesting tensile overload (material fatigue/stress). Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. In this case, it was reported that a kink was observed, which likely occurred during the procedure. The physician reportedly attempted to continue using the device, which subsequently caused the shaft to separate/detach at the location of the kink. It was noted that the physician continued to use the device after the kink was observed. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: do not use if any defects are noted. In this case, the reported use error did not contribute to the reported kink, but directly caused or contribute to the reported shaft separation/detachment. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the xience prime device was inserted into the anatomy. It was pulled back to reposition it at the target lesion. At that point, it was noted that the proximal shaft was kinked. The proximal shaft separated at the kink when the physician attempted to continue the positioning of the device. No resistance was felt during the attempt to position or reposition the device. No adverse patient effects were reported. Another device was used. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.